Event description:
The customer reported the image is out of focus. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and adjusted the focus. System operates as intended. This MDR is related to ge healthcare complaint.